Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Event description:
It has been reported to us that during the procedure the marker band became dislodged inside the pt and was successfully removed; however, the pt suffered a stroke. The physician was using the aspiration catheter in a common carotid case. The physician inserted the aspiration catheter into the pt. The physician attempt to remove the aspiration catheter from the pt and the tip of the catheter (marker band) became detached and remained inside the pt. The physician inserted a snare and was able to successfully remove the marker band; however, the pt suffered a stroke. At the time of this report there was some short term memory loss. Additional information has been requested about the case.